Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
(B)(6) spoke to tech and states that her seat broke, she states that she broke the leg and the seat won't hold her weight.